Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the energy output is low. There was no report of patient involvement.